Event description:
During lap tubal coagulation double puncture procedure, after first entry was made and scope was in place, doctor noticed bleeding and the procedure was then converted to open surgery. Procedure completed. Pt condition post-op fine.